Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was testing a lesion located in the shunt of hemodialysis at antebrachium with a 6.0x40/40 sterling balloon. The balloon was inflated "several" times, each inflation between 30 to 60 seconds. The balloon ruptured at 14 atms on an unspecified inflation. The balloon was removed intact. The procedure was completed with this device. There were no reported patient complications. The patient status is listed as 'good."